Event description:
The manufacturer received information alleging a ventilator was alarming for a depleted internal battery issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.